Event description:
Pt has a eps aicd implantation on (B) (6) 2007. With reprogramming required in (B) (6) 2010. No further complications until evidence of impending lead fracture in (B) (6) 2010. ICD lead was explanted and replaced with a new medtronic model # 6847-58 lead connected to the pre-existing medtronic entrust model d154vrc pulse generator.